Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter a right hemi-colectomy was performed. Bleeding occurred out of the staple row 5 hours after the first operation. A laparotomy was then performed. Coagulum was found in the abdomen, but no diffuse bleeding out of the staple row. During the procedure there was a drop in hb of 40mmhg, after further visual control more bleeding via anus was detected, the colon was full of blood. There was blood and tissue loss. The anastomosis was re-sutured to correct the condition.